Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy'), premature labour ('preterm labor') and pre-eclampsia ('pre eclamsia') in a 28-year-old female patient who had essure (batch no. B30427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failed essure device". The patient's medical history included uterine dilation and curettage in 2005, pregnancy ((B)(6) 2004, (B)(6) 2008, (B)(6) 2012, (B)(6) 2013), multigravida and parity 5. Concurrent conditions included ovarian cyst, metrorrhagia, abnormal uterine bleeding and lower abdominal pain. Concomitant products included calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (beyaz) and medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), 19 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding (general)"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("migraine/ headache/head pain") and migraine ("migraine/ headache") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On (B)(6) 2018, the patient experienced premature labour (seriousness criterion medically significant). In 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pre-eclampsia (seriousness criterion medically significant). The patient was treated with ethinylestradiol;etynodiol diacetate (kelnor) and medroxyprogesterone acetate (provera). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, premature labour, pre-eclampsia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, hormone level abnormal, tooth disorder, fatigue, weight increased, alopecia, headache and migraine outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, premature labour, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013. No of trailing coils: left -2 & right :3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion;. Lot number: b30427 manufacturing date: 2013-05 expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-jul-2021: mr received. Reporters, concomitant drug and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy'), premature labour ('preterm labor') and pre-eclampsia ('pre eclamsia') in a 28-year-old female patient who had essure (batch no. B30427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failed essure device". The patient's medical history included pregnancy ((B)(6) 2004, (B)(6) 2008, (B)(6) 2012, (B)(6) 2013). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 19 days after insertion of essure. On (B)(6) 2018, the patient experienced premature labour (seriousness criterion medically significant). In 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pre-eclampsia (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding (general)"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("migraine/ headache/head pain") and migraine ("migraine/ headache") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with ethinylestradiol;etynodiol diacetate (kelnor) and medroxyprogesterone acetate (provera). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, premature labour, pre-eclampsia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hormone level abnormal, tooth disorder, fatigue, weight increased, alopecia, headache and migraine outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, premature labour, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013. No of trailing coils: left -2 & right :3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion;. Lot number: b30427, manufacturing date: 2013-05, expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy'), premature labour ('preterm labor') and pre-eclampsia ('pre eclamsia') in a (B)(6) female patient who had essure (batch no. B30427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failed essure device". The patient's medical history included pregnancy ((B)(6) 2004, (B)(6) 2008, (B)(6) 2012, (B)(6) 2013). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 19 days after insertion of essure. On (B)(6) 2018, the patient experienced premature labour (seriousness criterion medically significant). In 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pre-eclampsia (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding (general)"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("migraine/ headache/head pain") and migraine ("migraine/ headache") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with ethinylestradiol;etynodiol diacetate (kelnor) and medroxyprogesterone acetate (provera). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, premature labour, pre-eclampsia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hormone level abnormal, tooth disorder, fatigue, weight increased, alopecia, headache and migraine outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, premature labour, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2013. No of trailing coils: left -2 & right :3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion;. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Events: hormonal changes, pregnancy, pre-eclampsia, preterm labor, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), migraines / headaches (headache), dental problems,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, fatigue, weight gain and hair loss were added. Lot number, lab data, medical history, treatment drug and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.